Manufacturer narrative:
Complaint conclusion: as reported, the handle of the 10mm x 40mm precise pro rx us carotid stent system could not be retracted, preventing the stent from being released. Despite several attempts, the stent still could not be released. Subsequently, another stent of the same size was exchanged and reoperated, which was successfully released, and the procedure was completed using the devices typically required for the procedure: guidewire, catheter, vascular sheath, and guiding catheter. There were no reports of patient injury. A patient with subclavian artery occlusion required the implantation of a stent using cordis¿ pc1040xce for treatment. After a standardized flush, the stent was put through an 8f guiding catheter to reach the lesion. However, after releasing the tension and attempting to retract the release mechanism after fixation, the handle could not be retracted, and the stent could not be released. There were no other side effects or deaths. The device was used in a patient during a preoperative diagnosis of subclavian artery stenosis. It was stored and prepped in accordance with the instructions for use (IFU). The vessel characteristics at the target site were non-calcified, moderately tortuous, with a stenosis percentage of 70%-80%, no acute angle, no bifurcation, and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. Excess force was applied during the deployment of the stent when the release handle could not be retracted for release; a greater force than usual was used to try to retract the handle, but it could not be retracted. The device was attempted to be deployed outside of the body, and after many vigorous attempts, the handle was retracted only 2-3 cm and could no longer be pulled. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid system¿ was received coiled inside a clear plastic bag. The device was unpacked for product evaluation and showed evidence of partial deployment, with the stent still mounted in the unit but a distal portion already displaced in the deployment direction. No other anomalies were observed. A dimensional analysis measured the working length of the catheter, confirming it was within specification at 134.5 cm. After successfully flushing the unit, a functional analysis was conducted to determine if the deployment mechanism was compromised. A complete stent deployment was achieved when the triggering mechanism was activated, confirming the delivery system was not compromised. A high magnification evaluation of the stent was performed to identify any superficial defects related to the reported event. No anomalies were observed on the stent structure. The reported ¿stent delivery system (sds) deployment difficulty unable¿ was not confirmed as a ¿partial deployment¿ of the stent was observed on the returned device. However, the exact cause of the reported event cannot be determined. Functional analysis was performed successfully on the device with no issues noted. Additionally, the device passed functional and dimensional analysis. Therefore, based on the information available for review it is likely vessel characteristics, procedural and/or handling factors contributed to the event reported as no anomalies were noted during execution of functional analysis. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the handle of the 10mm x 40mm precise pro rx us carotid stent system could not be retracted, preventing the stent from being released. Despite several attempts, the stent still could not be released. Subsequently, another stent of the same size was exchanged and reoperated, which was successfully released, and the procedure was completed using the devices typically required for the procedure: guidewire, catheter, vascular sheath, and guiding catheter. There were no reports of patient injury. A patient with subclavian artery occlusion required the implantation of a stent using cordis¿ pc1040xce for treatment. After a standardized flush, the stent was put through an 8f guiding catheter to reach the lesion. However, after releasing the tension and attempting to retract the release mechanism after fixation, the handle could not be retracted, and the stent could not be released. There were no other side effects or deaths. The device was used in a patient during a preoperative diagnosis of subclavian artery stenosis. It was stored and prepped in accordance with the instructions for use (IFU). The vessel characteristics at the target site were non-calcified, moderately tortuous, with a stenosis percentage of 70%-80%, no acute angle, no bifurcation, and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. Excess force was applied during the deployment of the stent when the release handle could not be retracted for release; a greater force than usual was used to try to retract the handle, but it could not be retracted. The device was attempted to be deployed outside of the body, and after many vigorous attempts, the handle was retracted only 2-3 cm and could no longer be pulled. The device will be returned for evaluation. Addendum: based on pe findings, a partial deployment of the stent was observed to be present during this evaluation.